Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse found that the wash station tubing connected to the vacuum probe was broken. They replaced the cuvette wash tower tubing to resolve the issue. In conclusion, the cause of this event was defective wash station tubing. (B)(4).

Event description:
The customer reported obtaining multiple erroneous patient results on their unicel dxc 800 synchron system. The customer initially noticed that a false low creatinine result was generated. The customer proceeded to rerun approximately 1000 patient samples on another instrument for verification. There was no report of a change to patient treatment in association with this event. The actual number of samples and associated results were not specified by the customer. Data provided by the customer involved one patient sample with a result below the normal reference range for the initial result and within range on repeat.